Event description:
It was reported that during a proximal left superficial artery graft intervention, the 2.5x40mm armada balloon was inflated to 10 atmospheres, but would not hold pressure. The device was removed without issue and it was noted that there was a leak in the guide wire lumen. A 2.5x60mm armada balloon dilatation catheter was used without issue, completing the procedure. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis confirmed the reported leak at the hub when a proxy indeflator filled with water was used to pressurize the balloon catheter. The root cause of the hub leakage was identified as a combination of shrinkage of the adhesive material during the bonding process and the annular space availability. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. Further assessment of this issue per site operating procedures was performed. As an immediate corrective action, an additional inspection was implemented in the manufacturing process. While abbott vascular is continuing to evaluate an alternative adhesive material to further mitigate the occurrence of the reported issue, the overall risk remains low with no reported patient effects, consistent with the product risk assessment documentation. The adhesive selection, process development, validation, shelf life studies, and regulatory approvals are expected to be completed over the coming quarters to determine if a new adhesive successfully mitigates the occurrence rate.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.